Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had been fitted with a left ventricular assist device (lvad). It was noted sensing had decreased on the right ventricular (rv) and right atrial (ra) channels. Undersensing of atrial fibrillation was reported. The patient was admitted to the hospital for an unrelated health issue and lead evaluation. Boston scientific technical services (ts) evaluated device electrograms and did not find any evidence of oversensing or undersensing. Defibrillation threshold (dft) testing was performed and was unsuccessful, undersensing was again reported. The lead remains in service and a life vest is under consideration. No additional adverse patient effects were reported.